Event description:
It was reported by a customer that on (B)(6) 2011 the fiber tip burned at 20,637 joules. Additional info reported by the customer was the physician felt like the fiber did not work properly from the beginning of the procedure. During set-up an aim test was performed and the beam was visible. There were no error codes that were displayed on the console when this event occurred. The user did not experience any injury from use of the system. There were no problems with the patient during or after the procedure.